Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease of one year in the battery's longevity was observed, which occurred within one months time. Additionally, this device declared a fault code error. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned incepta ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of one year in the battery's longevity was observed, which occurred within one months time. The device also declared a fault code error. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.